Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences with threshold suspend. Customer states sensor glucose was 40 and blood glucose was 20 mg/dl. Customer was educated on reasons for sensor glucose versus blood glucose differences. Customer received several threshold suspend and test was ran to assure insulin pump beep was working.